Event description:
Patient was receiving enteral feeding when air was discovered in the pump tubing, and the pump was reported not to have alarmed. Pt reportedly received 400 ml of feeding in 17 hours instead of the intended 1020 ml. Pt became hypoglycemic; blood sugar dropped to 50. Insulin infusion was held for several hours following the event. One pt involved.